Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of lead model 3889-28 lot # va0ajqh showed that the distal end was severely stretched. It was observed that the insulation was torn at the proximal edge of electrode #1 sleeve. The lead was found to be electrically okay with acceptable continuity and no shorts observed between the circuits. Analysis of stylet accessory showed no significant anomalies.

Event description:
It was reported that upon insertion of the lead it curled, requiring removal. It was stated that under fluoroscopy "it looked like a knot or pretzel". It was stated that there was no patient impact or injury. It was reported that there was "breakage" of the lead and "positioning difficulties." Additionally, it was reported that during the stage one procedure the tip of the lead "bunched up like a pretzel." The lead was withdrawn from the patient and the electrodes were no longer properly spaced, almost like they were "stretched or deformed." A second lead was successfully implanted. It was noted that the doctor was using a lead introducer and "it may have" pulled some on electrodes to cause deformity. It was reported that the second lead had good testing and stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.